Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced iinsulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 500 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.